Event description:
A hosp employee reported that the flush port of a prestige grasper (catalog #8360-10) was found to be plugged with dry gross debris following use in a laparoscopic procedure. The flush port was cleared and the gross debris (possibly blood) is being analyzed. The pt is being followed to rule out infection. This malfunction is occurring below the frequency and severity that are usual for this device.